Manufacturer narrative:
Device not returned for eval. Investigation in process, but not yet complete.

Event description:
A rep from bay center for jaw surgery called requesting info on a screwdriver to remove screws. She indicated that they had a pt coming in who had some of stryker's product implanted. He now has an infection, so they were going to remove the plates and screws.